Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider alleges the pin is engaged and releases the right side recline without pulling the trigger.